Event description:
A talent bifurcated stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 34 mos ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a persistent type 2 endoleak with prior attempted lumbar vessel embolization without success. A f/u CT angiogram disclosed a type 1 endoleak; therefore, the decision was made for open approach. Attempt to control the type 1 endoleak by banding and upon opening the aneurysm sac, the type 2 endoleak was evident, as well as fabric failure at the tip of the main body and in the right limb of the device. The physician stated the procedure was difficult and the operative site was oozy. The pt had a slow recovery period ensued complicated by an episode of pneumonia and latterly diarrhoea; however, the pt did well and was discharged. The explanted stent grafts has not been rec'd; however medtronic is continuing to pursue the return of the stent graft from the user facility. No add'l clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: the explanted stent graft was not rec'd. Endoleak. Type 2 endoleak. Conclusion: the explanted stent graft was not rec'd. Type 2 endoleak.